Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven (7) years post initial procedure, the patient was admitted to the medical center for abdominal pain. A computed tomography (CT) scan showed an aneurysm enlargement and an endoleak type 3b. A re-intervention has been planned. The patient's status is unknown at this time.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven (7) years post initial procedure, the patient was admitted to the medical center for abdominal pain. A computed tomography (CT) scan showed an aneurysm enlargement and an endoleak type 3b. A re-intervention has been planned. The patient's status is unknown at this time. After the previous report, additional information was received reporting that the patient was initially came to the hospital due to an auto accident. While hospitalized, the patient got covid. The patient has been sent to hospice. It is unknown if this is end-of-life hospice or rehabilitation with the possibility of future treatment.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the proximal extension and sac growth of 10.5mm are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak is device related due to the use of strata material. Procedure related harms could not be determined with the medical records available for review. The patient has multiple co-morbidities- bilateral deep vein thrombosis, renal insufficiency, covid-19 infection, and pancytopenia with disseminated intravascular coagulopathy. An endovascular repair was not done at this time. The final patient status was discharged home with hospice on february 2, 2022. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B5: describe event or problem - updated. D2: common device name - updated. D4: model number - updated. D4: lot # - updated. D4: expiration date - updated. D4: unique identifier (UDI) # - updated. D10: concomitant medical products and therapy dates - updated. G3: awareness date ¿ updated. H4: manufacture date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11. H9: correction/removal report number - updated.